Event description:
It was reported frost on the needle shaft occurred. An icerod cx 90 degree needle/vl was used during a lung sarcoma met cryoablation treatment procedure. During the second 7minute freeze cycle, frost was forming on the shaft of the needle outside the patient's body. The patients skin was protected but turned white. The needle was thawed and immediately removed. The case continued successfully and there was no evident impact on the ice ball or patient. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for engineering analysis and the complaint was confirmed. Functional testing confirmed shaft temperature points to insufficient thermal insulation of the needle. The ice ball size is within specs and was not compromised due to thermal insulation loss.

Event description:
It was reported frost on the needle shaft occurred. An icerod cx 90 degree needle/vl was used during a lung sarcoma met cryoablation treatment procedure. During the second 7minute freeze cycle, frost was forming on the shaft of the needle outside the patient's body. The patients skin was protected but turned white. The needle was thawed and immediately removed. The case continued successfully and there was no evident impact on the ice ball or patient. No further patient complications were reported.